Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain one of five of their therapy. The patient had drained 523 ml of an expected 2996 ml at the time of the alarm. During troubleshooting, it was noted that a small amount of air was seen in the patient¿s drain line. The patient cancelled their treatment and began to re-setup with new supplies. Upon removing the cassette, the patient discovered fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler. The patient was able to complete their therapy using manual supplies. There was no patient injury or medical intervention required as a result of the reported leak. The cassette was discarded following the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Accelerated stress tests and patient sensor calibration tests were performed on the cycler and passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.